Manufacturer narrative:
The user facility canceled their request for a device evaluation.

Event description:
It was reported that the brakes do not remain engaged. No adverse event or clinically significant delay in treatment was reported. The customer cancelled their request for service.